Event description:
The customer reported that he jumped into the swimming pool with his insulin pump on. He stated that there was moisture under the display of the insulin pump, which did not seem to be working properly after being immersed in water. His blood glucose was 191 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. The device passed the displacement and self test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assemblies noted.

Manufacturer narrative:
The evaluation codes provided with the initial report were incorrect. The correct evaluation codes have been provided with this report.